Manufacturer narrative:
The incubator assembly was returned to tosoh instrument service center (isc) for investigation. During visual inspection, it was found by removing the bf turntable plate the bf turntable support wheels were roughly dragging over the heating table and rubber heater. The incubator assembly exhibited a friction problem due to an unexpected or random component failure without any design or manufacturing issue.

Manufacturer narrative:
An investigation was performed in response to a complaint of error 4407 on the aia-2000 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) found the incubator ring to be dirty causing excessive friction. The fse cleaned the sample ring and lubed it. Customer had called back and had issues running pretreatment samples, hybrid arm cup transfer error. The fse ordered an incubator assembly and replaced it. The excessive friction was due to a dirty incubator. A 13-month complaint and service history review for serial number (B)(4) from the date of 16aug2020 through aware date 16sep2021 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-2000 operator's manual under section 04 - error messages states the following: [4407] incubator rotation motor overrun to positioning sensor. Cause: the positioning sensor activated improperly during rotating of the incubator. New measurement will not start. The measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. [4273] hybrid cup transfer z-axis home overrun. Cause: the home sensor activated improperly after movement of the hybrid cup transfer z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives.

Event description:
Customer reported an error 4407 incubator rotation motor overrun to positioning sensor. The issue occurred one time during a patient run. An all set home was completed. An empty test cup was completed successfully. The run was re-started and the error re-occurred on the first sample. This is a reportable event based on delay in reporting of patient results for class a analytes.